Manufacturer narrative:
B4:(B)(6)2021. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm. The customer evaluated the device with assistance from a philips remote service engineer (rse). The error log was reviewed, and the shutdown code of the ventilator restarted due to anomalies detected during operation confirmed the reported problem. The rse determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the cpu pcba to resolve the issue and bring the device back to functionality.

Event description:
It was reported to philips that the device shutdown and then re-started. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.

Manufacturer narrative:
The central processing unit printed circuit board assembly (cpu pcba) was returned to failure investigation (fi) for evaluation. The device was examined, and no damage or contamination was present. The cpu board was tested, and no failures were identified. The 1101-check vent: ventilator restarted could not be duplicated.

Manufacturer narrative:
Additional information was received in relation to patient demographics.new information has been added to a1, a2, a3, and a4.